Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via trans-radial artery. The target lesion was located in the mildly calcified right coronary artery (rca). A 12mm x 3.00mm, nc quantum apex mr balloon catheter was selected to treat the target lesion. Upon initial inflation, the balloon ruptured at 12 atmospheres. The balloon catheter was successfully removed from the patient. The procedure was completed the with another device. No patient complications were reported and the patient's status post procedure was listed good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).